Event description:
Parker tub door not staying in up position. No temperature display. An arjohuntleigh technician replaced door strut and replaced batteries for temperature display. Checked water temperature, ok. Tightened door handle. Ran full function test. Ok.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.